Event description:
It was reported that the caller experienced an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using admelog insulin and had been using the same cartridge and infusion set for over 2 days. Tandem technical support (cts) informed customer that admelog insulin is off-label and that wearing the cartridge for longer than 48 hours is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.